Manufacturer narrative:
Additional information: lot #, unique identifier (UDI) #; device manufacture date. An event regarding crack/fracture involving a specialty threaded fixation pin was reported. The event was confirmed. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that as surgeon was performing a primary right knee procedure, in sizing the femur, surgeon used a threaded headed pin to affix the sizing guide to the distal femur. There was a 3-5mm portion of the headed portion of the pin that broke off outside of the patient and inside the universal driver, the shaft of the pin in the patient's femur wasn't damaged. Surgeon had to open and use a pair of vice grips to successfully retrieve the piece of the pin. This caused a delay of approximately 2 minutes. There were no adverse effects to the patient.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that as surgeon was performing a primary right knee procedure, in sizing the femur, surgeon used a threaded headed pin to affix the sizing guide to the distal femur. There was a 3-5mm portion of the headed portion of the pin that broke off outside of the patient and inside the universal driver, the shaft of the pin in the patient's femur wasn't damaged. Surgeon had to open and use a pair of vice grips to successfully retrieve the piece of the pin. This caused a delay of approximately 2 minutes. There were no adverse effects to the patient.